Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was dented. An attempt to obtain additional information but was unsuccessful. To date, the ICD device remains in service. No adverse patient effects were reported.